Event description:
The complaint was reported as: complaint alleges: there was incorrect mating of the parts with the trocar on the thoracic catheter causing a delay in getting the drainage system set up. Additional information has been requested but not received it time for this report. There were 3 separate problems with the chest tube, so 3 complaints were opened and 3 mdrs will be filed. This is the second of three.

Manufacturer narrative:
Sample not received by manufacturer in time for this report. Photograph was sent of device.